Manufacturer narrative:
On (B)(6) 2023, the mentor failure analysis lab received the device for evaluation. Additional information was received with the device indicating the patient identifier is (B)(6). And the patient's date of birth is (B)(6) 1985. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection, leak test and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the med height te w/sut tabs 275cc tissue expander. Leak testing was performed, in accordance with mentor procedures, and a tear (puncture) was observed on the anterior view. A microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. Based on the information currently available, a microscopic examination of the returned product indicates that the tissue expander could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a mentor cpx 4 breast tissue expander with suture tabs and experienced deflation on the left side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2022. The reported date of implantation is prior to the device manufacture date. If additional information is received regarding the correct implantation date or device lot number, a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. A photo of the device was returned for evaluation. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the tissue expander was observed deflated. However the tear is not visible. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).